Manufacturer narrative:
Patient information unavailable from site as not patient injury occurred. The bridge device was returned and evaluated on 26 june 2019 by engineers. During the evaluation, the entire length of the balloon was inspected for damage. The stop cock attached to the balloon was not the stop cock provided with the spectranetics bridge balloon prep kit and was a from a different manufacturer. There was a slight kink noticed on the tube of the balloon, but not significant enough to cause a leak. The balloon was inflated and deflated twice with water. No leak was noticed the entire length of the catheter. However, when the stop cock was switched to the "off" position, water was leaking through the port adjacent to the syringe port. Further follow up from the philips representative confirmed leaking during procedure came from the port adjacent to the syringe port. This provides evidence that there was no malfunction of the spectranetics bridge occlusion balloon device, but a malfunction of the stop cock attached to the bridge balloon. The stop cock that was utilized during the event is not manufactured by philips.

Event description:
A spectranetics representative reported that during a cardiac lead management procedure, the spectranetics bridge occlusion balloon was prophylactically positioned in the superior vena cava (svc) and inflated prior to procedure. Contrast/saline mixture was seen leaking from proximal end of balloon catheter, through lumen with the wire. Physician tried to deflate the balloon but had trouble drawing back the remaining contrast mixture from inside the balloon. Eventually it was withdrawn and removed from patient. Procedure completed with new balloon. No harm to patient.